Manufacturer narrative:
The part number in this report is for a five (5) pack of screws, however the customer reported a quantity of one (1) screw from this lot. A photograph was provided which confirms the plate is broken, however no damage to the screws was identified in the photograph. The photograph shows a total of nine screws, however part and lot numbers were reported for a quantity of 8 screws. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report six of seven for the same event, reference 1032347-2016-00506 through 1032347-2016-00510, 1032347-2016-0512 and 1032347-2016-00513.

Event description:
It is reported the plate and screws were used in a mandibular reconstruction on (B)(6) 2016. In beginning of (B)(6) it was identified the plate broke. A revision surgery was performed (B)(6) 2016, the broken plate and the screws were removed and a new plate and screws were implanted. The operation was completed with no issues. The cause of the breakage is unknown.

Manufacturer narrative:
The customer reported after receiving the products, they identified the item numbers as well as the quantity were different from the ones on the system data; therefore, they were unable to confirm the lot numbers reported were correct. Lot number updated from 739380 to unknown. (B)(4). Device manufacture date was reported as oct 2, 2013 is unknown. Supplemental report five of six for the same event, reference 1032347-2016-00507-1 through 1032347-2016-0510-1 and 1032347-2016-00513-1. The customer reported the part information reported in 1032347-2016-00506 is correct, there is no change to this report.